Event description:
The hcp reported the pt had a pump refill done in 2006, with compounded baclofen 4000 mcg/ml at a dose of 771.2 mcg/day. The following month, the pt was admitted to the hospital with acute baclofen withdrawal- fever of 101.6, rhabdomyolysis, return of spasticity, and sweating. The pt was treated with supplemental oral baclofen via his g-tube. The drug was removed from the reservoir and sent for analysis. The hcp had not been informed of the results. The nurse replaced the drug and reported there was no low battery alarm and the reservoir volume was within 0.2cc of expected. A study was scheduled, but the hcp was unable to aspirate the catheter. The catheter was explanted and replaced due to an occlusion or "possible kinking." The pumpt was explanted and replaced at the same time as it was near end of life. The pt continued to experience withdrawal symptoms. The hcp reported the pt had underlying medical conditions that may be preventing the pump from helping. The pt's "brain had dropped and that there was the possibility of low flow state of csp, herniation blocking csf flow."

Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.